Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead dislodged and diminished p waves were noted. The lead was attempted/not used. No patient complications have been reported as a result of this event.